Event description:
It was reported that the physician was implanting a helex septal occluder to close an asd (atrial septal defect). While forming the left disc the lock prematurely released. The right disc was pulled back into the delivery catheter but not all the left disc could be brought in. The catheter was pulled down to the sheath and the physician attempted to pull them out together. The loop of exposed left disc became caught on the tissue outside the femoral vein. A vascular surgeon did a small cutdown to expose the insertion point of the sheath and removed the stuck occluder. The patient was doing well following the procedure.

Manufacturer narrative:
A review of the manufacturing paper work has been conducted. Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.